Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when pre-testing to place a foley catheter in the internal medicine treatment room, sterilized water did not enter and leaked out. Also, the valve part was removed.

Manufacturer narrative:
Upon further review, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the blue stem and plastic part came off the sample port.